Manufacturer narrative:
The cannula assembly, bottom housing, and adhesive pad were inspected and no issues were found that could cause bleeding. The cause of the bleeding could not be conclusively determined. The unexposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear. No corrosion was found on internal components. The middle battery had the energizer battery seal broken, however, all three batteries had sufficient charge. No other damages or defects noted. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients blood glucose levels exceeded 250 mg/dl while wearing the pod for 24 to 36 hours on the arm. Patient also reported bleeding from the site.